Event description:
In 2009, the patient reported that he received an e4 (occlusion) error while attempting to bolus. He stated that the issue began last night and he experienced elevated blood glucose as a result (value not provided). He stated that the infusion site was changed 1 day ago, he does not recall when the infusion tubing was last changed, and the adapter has never been changed. To troubleshoot, the patient was instructed to disconnect from his infusion site and to prime. An e4 was displayed. He removed the infusion tubing and was able to prime through the adapter without error. He changed the infusion tubing and primed without error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.